Event description:
Manufacturer's first level investigational unit confirmed the lancet protrudes beyond the end cap of the softclix device after firing. No adverse event reported. Replacement was sent.